Manufacturer narrative:
E1b event site name: (B)(6) hospital. The device reference number for the medical device referred to in this medical device report cannot be verified, and therefore, no UDI number can be provided. Additional information will be provided following the conclusion of the investigation.

Event description:
On 22nd march, 2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated and confirmed by photographic evidence that paint was chipping around the headlight keypads. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of b5 describe event and problem and d4 serial # deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 22nd march, 2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated and confirmed by photographic evidence that paint was chipping around the headlight keypads. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 7th march, 2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated and confirmed by photographic evidence that paint was chipping around the headlight keypads. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Previous d4 serial #: (B)(6). Corrected d4 serial #: (B)(6). It was confirmed that the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2023-00442) is a duplicate of the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2024-0000546). Therefore, the issue is evaluated under manufacturer¿s reference number: (B)(4) (report number: 9710055-2023-00442).

Event description:
On 7th march 2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated and confirmed by photographic evidence that paint was chipping around the headlight keypads. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.